Event description:
Procedure: wedge resection. According to the reporter: after the 2nd firing, the duet suture at the end of the anvil did not cut and the duet material remained stuck to the tissue. It was forced to be removed using a clamp. The involved tissue in the device might have caused the incident. Additional resection of tissue was required to remove the device.

Manufacturer narrative:
(B)(4).